Event description:
(B)(4). The patient , claudia osler, is claiming all the damages caused by the implantation of some depuy implants (codes unknown). No other information is available. Update received 20th october 2014. Added patient dob: (B)(6) 1951; surgeon: (B)(6); hospital: (B)(6); implant date: (B)(6) 2008; hip side: right; revision reason: patient dissatisfaction; xl head and xl cup. Patient not yet revised. Asr revision recommended; asr xl - right; reasons for revision: patient dissatisfaction. Update - patient is now deceased added date of death. The reason for revision previously stated is incorrect, added correct reasons for revision x 3, added a stem and sleeve, patient gender, revision date, additional surgeons x 5 , additional hospital, added co-morbidities, attached product stickers. Taken from legal email dated (B)(4) 2015. We have been informed by (B)(4) that this patient is deceased. The date of death is (B)(6) 2014. Reason for revision : pain, functional limitations, elevated levels of cobolt in patients blood. Patient gender : female. Revision date: (B)(6) 2011. Additional surgeons : dr (B)(6). Additional hospital: (B)(6).

Manufacturer narrative:
Additional narrative: no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.